Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient became asystolic upon induction. Because of this, the physician quickly placed an implantable pacing lead to achieve pacing. The placement was not optimal, as it was done quickly, so the measurements were "bad" and it had increased impedance and had stopped pacing. Because of the "bad" measurements, the patient went asystolic again. The lead was then placed into the atrium and remains in use and a different lead was implanted into the right ventricular (rv) apex. No further patient complications have been reported as a result of this event.